Event description:
It was reported that bd insyte¿ autoguard¿ shielded IV catheter was missing label information. No serious injury or medical intervention was reported.

Manufacturer narrative:
Investigation summary: since no samples/picture displaying the condition reported are available for examination, we were unable to fully investigate this incident. DHR review: it was not possible to perform a device history record analysis, since the claimed batch is unknown. Complaints received for this device and the reported defects will continue to be tracked and trended. The information will be captured in the trend reports and monitored monthly. Collected data are regularly reviewed to identify emerging trends. Based on this, a CAPA is not needed at this time.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd insyte¿ autoguard¿ shielded IV catheter was missing label information. No serious injury or medical intervention was reported.